Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? Are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Lot number? Procedure date? Photo analysis: visual analysis of the individual image submitted for evaluation determined that a medical report could be seen with a folder, the product code vcp317h. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, the needle tip was chipped off and or team tried to look for it but to no avail. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 05/05/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 additional information was requested and the following was obtained: 1) was the needle piece(s) retrieved during the same procedure? 2) was there any additional tissue damage as a result of searching for the needle piece? 3) what is current condition of the patient? What was the size of the needle used? 4) was more than half the needle retained in the patient? Are any plans in place to remove the needle piece in future? 5) if retained, what is the surgeon's opinion of consequences to the patient? 6) lot number? Procedure date? Response as of (B)(6)-2022 1. Was the needle piece(s) retrieved during the same procedure? Needle tip was not retrieve after the procedure. 2. Was there any additional tissue damage as a result of searching for the needle piece? No tissue damage was reported. 3. What is current condition of the patient? What was the size of the needle used? Needle size is 26mm sh (for vcp317h) 4. Was more than half the needle retained in the patient? Are any plans in place to remove the needle piece in future? As per surgeon, only the tip is missing. Cannot identify if its more than half of the needle. There was no mentioned of removing it since needle wasn¿t found. 5. If retained, what is the surgeon's opinion of consequences to the patient? No comment 6. Lot number? Procedure date? Lot# rj2ael- (B)(6), 2022 trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.